Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a 1/3 tubular plate on (B)(6) 2013 for treatment of an ankle fracture. An x-ray was done on (B)(6) 2014, which revealed that the plate was intact. On an unknown date in (B)(6) the patient heard the plate crack. On (B)(6) 2014 an x-ray was done which revealed a broken plate. A revision procedure will be performed at an undetermined later date. There was no surgical delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the as received condition of the implant was broken into two pieces with additional marks and scratches on the surface finish. The plate was broken at the third hole of six from the edge of the part. Features at the location of the break were unobtainable. All other relevant dimensional features were measured and passed per the corresponding process documentation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Review of the device history records showed that there were no potential issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.